Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2017-aug-22 reported the patient reported they were possibly feeling a little sick around the time of the motor stall, but was not sure. The cause of the motor stall has not yet been determined. The motor stall has not been resolved, and the patient was scheduled for replacement on (B)(6) 2017. The information has been shared with the physician. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative. It was reported that the pump would be returned to the manufacturer.

Manufacturer narrative:
The pump was returned for analysis and review of the pump logs confirmed multiple motor stalls occurred. Destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse bupivacaine [20.0 mg/ml] at 12.003 mg/day, clonidine [90.0 mcg/ml] at 54.013 mcg/day and dilaudid (hydromorphone) [2.5 mg/ml] at 1.5004 mg/day. . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient saw an 8476 code on their personal therapy manager (ptm) indicating a motor stall. The pump logs were read and it was confirmed that there was a motor stall that had not recovered. The patient was scheduled for a pump replacement on (B)(6) 2017. The issue was not resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.